Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter 550 device. Hcp stated device removed too much ultrafiltrate. No further info regarding this event was available for this report.